Event description:
It is reported that the device was implanted in 2008. Three months post-op, pt complained of hip pain. X-ray showed medical fracture at calcar. Revision surgery occurred on approx four months later.

Manufacturer narrative:
Eval summary: the surgical technique and instruments used are unknown. Possible causes of the complaint could be related to (but not limited to) one or more of the following: incorrect stem and rasp relationship; stem used was too large for the femur; mal-alignment of rasp in the reamed canal; femoral canal not reamed to an appropriate depth; pt activity. Cause cannot be definitively determined. H6: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.